Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received concerning this event. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided; however, the event may have been the result of off-axis screw trajectory and/or angulation or inadvertent contact with instrumentation. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Care should be taken to insure that all components are ideally fixated prior to closure." ".all implants should be used only with the appropriately designated instrument (reference surgical technique). All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." ".preoperative warnings: for sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the coroent small interlock 2 system implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the coroent small interlock 2 system implants if there is any evidence of damage... Devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial interbody fusion procedure using two (2) interlock ii interbodies. During the procedure, it was noted that both interbodies fractured upon insertion of the fixation screws. The 7mm interbody fractured at the thin point directly above the center screw. The 7mm cage was subsequently explanted and replaced with a new implant. Additionally, the 8mm cage fractured above the screw, to the left of the directional arrow on the implant. The 8mm cage was retained. There was no report of adverse patient impact as a result of this event. No additional information is available. Report 1 of 2.